Event description:
Smiths medical has informed us of an event that air leakage was reported in use after two days. The unit was pretested per the instructions for use. No adverse outcome. Event occurred at a foreign hospital.